Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics (intraperitoneal) for peritonitis. It was not reported of the patient was hospitalized for the event. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.